Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed "sample probe: abnormal aspiration" alarms. The field service representative found no cause for the issue. He performed an air purge, cleaned the sipper and vacuum nozzles, wiped the sample probe, vacuum nozzle, and sipper nozzle, primed reagents, cleaned the sonic wash station, and verified the gear and water pump pressures. He performed checks and tests with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.,

Event description:
There was an allegation of questionable potassium electrode and chloride electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial k result was 6.5 mmol/l with a data flag, and the repeated result was 3.91 mmol/l. The initial cl result was 135.4 mmol/l with a data flag. The sample was repeated on a blood gas analyzer, and the result was 111 mmol/l. The sample was tested on another analyzer module, and the cl result was similar to the result on the blood gas analyzer. The numerical result was not provided. The repeated results were believed to be correct. The sample was repeated because the initial results were deemed critical.